Event description:
Case issue create to capture "provides incorrect amount on cartridge" portion of email cts unable to confirm further info. Customer declined further inquiry/assistance/follow up. No further action required. From: blalusin@tandemdiabetes.com, sent: tuesday, june 10, 2025 10:17 am. To: techsupport@tandemdiabetes.com. Subject: (B)(6). Good afternoon team, the patient (B)(6) conveyed issues with current tandem pump that needed to be documented. The patient stated she is okay to continue with current device and no follow up needed. Https://tandemdiabetes-prod.crm.dynamics.com//main.aspx?etn=account&ID=%7be26a8b35-d42d-eb11-9143-00155de77c42%7d&pagetype=entityrecord. Provides incorrect amount on cartridge, cracked around the charging port, (B)(6). Specialist ii, pump sales. * a review of cost, benefits, and authorization is not a guarantee of coverage or payment. P (B)(6). F (B)(6). Tandem diabetes care / positively different. 12400 high bluff drive, san diego ca 92130. Tandemdiabetes.com.